Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider checked the ventilator in battery mode, it stopped ventilating and generated a continuous alarm after a few minutes, cross checked the internal battery with a working ventilator, found it was faulty, it was replaced and the ventilator worked properly.

Event description:
It was reported that during set up a ventilator battery would not hold a charge. There was no patient involvement.